Event description:
Patient reported that when they had flossed, their bottom two front teeth felt weird. They felt a space in between them with their tongue. The next morning they felt pieces of tooth inside their mouth. Now there is a hole in between their bottom teeth. From photos provided by patient, decalcification and staining present in photos and possible calculus could be what chipped off. Advised patient to see dentist for an evaluation. Patient reported to the bbb that the aligners have destroyed their teeth. Their tooth chipped in between their two front bottom teeth. They also have permanent damage on those bottom teeth in addition to this damage. They have and will send a pic from 2023 when they were still in the beginning of their treatment and what their bottom teeth looked like. They had no damage. They looked perfectly fine besides the fact that they were not straight. They provided a photo when their tooth chipped and it can be seen that their bottom front teeth merged together at the top due to the aligners and the wrong treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.